Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that the pump fell causing the cartridge connection to disconnect and damaging the infusion set and cartridge tubing. A supply change was performed to address the issue. Blood glucose level was 160 mg/dl.